Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The infusion set was changed two to three days prior to the hospitalization. Troubleshooting was performed and the insulin pump passed the prime test, but failed the high pressure test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.